Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customers site. During functional evaluation of the console, the reported allegations were confirmed. It is likely that the footswitch was damaged, affecting the device performance leading to the event experienced by the customer. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that error 7: "foot switch pressed during self test" displayed. Also, when laser setting is on 5 the laser has an error code, but it was not provided. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that error 7: "foot switch pressed during self test" displayed. Also, when laser setting is on 5 the laser has an error code, but it was not provided. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
D3. Manufacturer email: (B)(4).